Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during ventilation, the device was auto-cycling and alarmed with disconnection on ventilator side. No harm to the patient was reported.